Event description:
The pt reportedly experienced sound quality issues while using his device. External equipment was exchanged and programming changes were made, however, this did not resolve the issue. Surgery to explant the pt's device will be scheduled.